Event description:
It was reported that during a cadaver laboratory, it was observed that the motor device was heating up. The event did not occur during surgery. There was no patient involvement reported. It was reported that this device is used for training purposes only. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device cord was torn which caused the device to heat up. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling by pulling on the cord with excessive force. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.